Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing spasms around the ipg site with the ipg site being painful. Surgical intervention will be taken to replace the ipg.

Event description:
Follow up information indicated the patient had surgery to replace the ipg with therapy restored post-operatively and the patient not reporting pain at the ipg site.